Event description:
It was reported the pt's system was randomly turning off and on, so the magnet mode had been turned to off to address the issue. It was also reported the pt may have a frequent recharge burden. It was reported the pt was monitoring the issues and was scheduled for a f/u.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.